Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0mllr, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0mllr, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported they had been having intermittent and sudden problems with what they called "spinning their wheels." The patient's legs would start moving, they would turn, and start running, but they could not get control of themselves and they would run into something or fall down. The patient wanted to know if this was possibly related to the deep brain stimulation (dbs) therapy. The patient stated that what they were experiencing was "highly abnormal" and dangerous. Since (B)(6) 2014 the patient has had a couple falls. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that starting about a year ago, the patient was experiencing festination / foot movement in that "his feet would start running from under him". The patient inquired if reprogramming could resolve the issue.

Event description:
Additional information received from a consumer reported they had fast foot movements like they were spinning their wheels when they turned to walk. The fast foot movement had caused the patient to fall a couple of times including the day of this report. The foot movements were real fast and his feet go like they were running in place. The issue had been going on for about six months. If the patient picked their feet up high or grabbed a hold of something it would stop. The patient thought it may be too much medicine, but since implant they had cut way back on their medicine. The patient was taking less sinemet than they were. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had a new sudden onset of tremors, dyskinesia, and balance issues since being implanted. The patient stated that almost all of the symptoms have been resolved but he still has balance issues that he did not have before dbs.